Event description:
It was reported when the laparoscope was introduced into the device, the gasket was torn and the pneumoperitoneum was escaping. The case was completed with a same like device. There was no consequence to the patient.